Manufacturer narrative:
As received, the cable had opens at every connection during a continuity check. The straight lemo connector had been misaligned. Realigning the connector returned the cable to normal function.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Biomed representative at the site, reported his visual inspection of the suspect camera cable, stating that when he moved the cable, it looked as if the cable was broken. Return of suspect device has been requested, however, not yet been received by manufacturer for further investigation.

Event description:
A medtronic representative reported a damaged camera cable on a stealthstation s7 system. The camera showed black status at start-up of the system, when cable was moved and held in a specific position the cable and camera worked properly. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.